Event description:
It was reported that patient experienced hyperglycemia event on (b)(6) 2026 and was treated by changing the infusion set and bolus via pump.

Manufacturer narrative:
E1: (b)(6). Name: Medtronic MinimedStreet: 18000 Devonshire StreetCity; NorthridgeState: CAZip Code: 91325Country: United States.Based on the available information, this event is deemed to be a Serious Injury. A complaint investigation was initiated under Complaint Investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.